Event description:
A surgeon reports that one day after intraocular lens (iol) implant surgery, he observed a broken haptic in the pt's eye. Seven days later the iol was removed and replaced. The pt's outcome was good. The surgeon suspected that the temperature of the or was related to the event and adjusted the temperature to a higher setting. Since then, no similar events have occurred.